Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm occurred. The motor passed motor test. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings, motor error and no delivery alarms from the insulin pump. The customer's blood glucose reading was 420 mg/dl. The customer stated that she changed the infusion set about two days ago and continued to have high readings. The customer was advised to perform a displacement and self-test. The customer stated that the tests were successful. The customer will be sent a replacement pump.